Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this bioprosthetic valve was implanted and explanted on the same day for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this bioprosthetic the reason for explant was due to severe mitral regurgitation and a tear at the atrioventricular groove of the heart. If information is provided in the future, a supplemental report will be issued.